Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion chipencoder virtual absolute (cva) printed circuit assembly (pca) was further inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the insertion cva pca is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a recoverable error occurred on universal surgical manipulator (usm) 3 upon starting up. The customer disabled usm 3 and continue with the system setup. The caller was not sure if surgeon could use a three-arms configuration. There was no reported injury. Intuitive followed up with the administrative chantel ficke and obtained the following additional information: the procedure could be completed with three arms. The issue took additional time added to the procedure and required an assistant scrub. Please refer to section a for patient demographic information.